Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 05-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the rep is with the patient and attempting to read the implantable neurostimulator (ins) for scheduled MRI for new lead placement. They learned from the patient's family member that the ins has been turned off for several years. They wanted to discuss possible end of service (eos). They attempted to read the ins with both 8840 and tablet. They explained the patient was implanted for essential tremor, but didn't work as well, so the ins was turned off. Now the patient has parkinson's disease and is scheduled for upcoming lead/ins placement. It was advised no MRI due to being unable to check impedances and suspected eos was discussed. Additional information was received indicating the right vim lead was being removed and they were placing a new right stn lead; as well as placing a new left stn on (B)(6) 2020. The ins was to be replaced on (B)(6) 2020. There was no device issue. The therapy did not work for this patient, so a decision was made to turn off the ins. The ins being depleted/at eos was not confirmed. The cause of the issue was unknown.